Manufacturer narrative:
Concomitant medical products: bd phaseal closed system, therapy date (B)(6) 2018. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer initially reported that a 24 hr chemo took 6 hours longer to infuse than expected. The 24 hr combo chemo infusion (etoposide/vincristine/doxorubicin/sodium chloride, in 500 ml (+ 20 ml to prime), was expected to infuse at 21.7 ml/hr as a primary infusion a phaseal closed system spike was also used. Although the devices and tubing were sequestered, the hospital will not send tubing for investigation. No patient harm was reported. It was later determined in the hospital's investigation that more fluid was in the infusion bag than what was recorded on the bag label. As a result, although an under infusion occurred, the hospital no longer alleges that a device malfunction occurred.